Manufacturer narrative:
In this case, the difficult or delayed activation-clip deployment, physical resistance/sticking of the actuator knob and expulsion could not be replicated in a testing environment. Physical resistance/sticking of the arm positioner was not confirmed. The reported a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult or delayed activation (difficult to deploy the clip) resulting in physical resistance of the actuator knob and arm positioner and subsequent expulsion (complete clip detachment) cannot be determined. The reported embolism and hypotension are associated with the expulsion of the implanted clip and are therefore, related to procedural conditions. Cardiac arrest and cardiogenic shock appear to be related to procedural circumstances associated with the surgery that was performed to retrieve the clip. Lastly, death per the medical review and the physician is likely multifactorial as the patient had multiple comorbidities that in conjunction with cardiogenic shock led to the patient¿s demise. The reported patient effects of embolism, cardiac arrest, hypotension, cardiogenic shock and death, are known possible complications associated with mitraclip procedures. Medication required, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 2687 foreign body in patient. Health effect- impact code: 4614 serious injury/ illness/ impairment. Codes added: health effect-clinical code: 2262, 1762, 1914. Health effect- impact code: 4624, 4644, 4607. Medical device problem code: 4012.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation. The patient was in nyha functional class IV, had a very poor quality of life due to severe dyspnea with minimal exertion. Due to multiple comorbidities patient was poly-medicated. Patient was comfortable at rest and without mental decline. A xtw was chosen for implantation. During functional testing within the patient, the clip opened. Troubleshooting was performed but did not resolve the issue. The clip was removed and replaced with another xtw. During preparation of this second xtw, a gripper was not lowering properly and there was difficulty inserting the clip into the introducer. This clip was replaced and a xt clip was then implanted with difficulty grasping. Mr remained moderate, so an additional ntw clip was then chosen for implantation. When attempting to deploy, release failure occurred. Troubleshooting was performed and was successful however, after release the clip fully detached from the leaflets and embolized to the left ventricle, lodging in the posterior chordae. The clip then moved into the aorta. There was no blockage of blood flow. Post procedure, the patient was stable but on vaspressors due to new onset hypotension. On (B)(6) 2025 emergent intervention was performed to retrieve the clip. The clip was snared then cut down at femoral to fully remove. Coming from surgery, as soon as the patient reached the ICU defibrillation was needed due to cardiac arrest and the patient remained unstable ever since. The patient died on (B)(6) 2025. Although the cause of death listed is cardiogenic shock most likely due to prolonged extracorporeal circulation pump during surgery, the cause was most likely multifactorial. Patient had multiple comorbidities that in conjunction with cardiogenic shock led to the patient¿s demise. In the physician's opinion, the death was due to the surgical procedure and comorbidities.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation. A xtw was chosen for implantation. During functional testing within the patient, the clip opened. Troubleshooting was performed but did not resolve the issue. The clip was removed and replaced with another xtw. During preparation of this second xtw, a gripper were not lowering properly and there was difficulty inserting the clip into the introducer. A xt clip was then implanted with difficulty grasping. Mr remained moderate, so an additional ntw clip was then chosen for implantation. When attempting to deploy, release failure occurred. Troubleshooting was performed and was successful however, after release the clip fully detached from the leaflets and embolized to the left ventricle, lodging in the posterior chordae. The clip then moved into the aorta. There was no blockage of blood flow however, emergent intervention was performed to retrieve the clip. The clip was snared then cut down at femoral to fully remove. On an unknown date the patient was reported to have died in the critical care unit.